Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post laparoscopic excision of cyst as outpatient procedure. Patient came back in saturday (the next day) with post-operative nausea, vomiting and septic shock. The surgeon did a laparoscopy and discovered clean cut of bowel which was determined to be a result of the metal ring cutting the bowel during the initial procedure. In addition, it was suspected that during removal of specimen from patient, the bag tore off the ring prior being completely filled with specimen. Upon identification of the bowel injury, a small bowel reanastomosis was done. The abdomen was packed open and patient went to ICU on a ventilator. The patient was brought back to surgery two days later for closure of the abdomen. Patient remained on a ventilator in ICU. Transferred to higher level of care 3 days after wound closure. Patient unable to stay off the ventilator.